Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 580 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, high ph value, high ketones (7.9), vomiting, feeling low on energy, she doesn't remember anything, a fever, her head was hurting and a dry mouth. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient was treated with medicament for her stomach, insulin. The patient doesn't remember the other treatment provided. The patient was released after 5 days. The pod was removed at the hospital and has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.